Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call the insulin pump alarmed motor error and a motor encoder position error. Troubleshooting for motor error was performed. The customer¿s blood glucose level was 15.4mmol/l at the time of the incident. It was reported that the drive support cap appeared normal. The insulin pump was not exposed to high magnetic fields. It was reported that the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: no motor error alarm or unexpected no delivery or motor position encoder error alarms noted during testing. Unit received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.